Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what was the quantity of the blood loss (mls)? Was a transfusion or blood products required?

Event description:
It was reported that during a vats lobectomy, the staples were malformed from the middle of the staple line and bleeding occurred at the fourth firing on the pulmonary vein with a white cartridge. The device seemed to function properly at the time, but when the jaws were opened, it was found the staples were malformed. Taco-seal was used to stop bleeding since pressure hemostasis was not successful. Then, a white reload was loaded into the same device and used at the fifth firing on the pulmonary artery, but the staples were malformed and bleeding occurred. Astriction was performed and an endo device was used to stop bleeding. The first to third firings were completed properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n53z18. The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.